Manufacturer narrative:
(B)(4). Pump analysis results revealed that the pump passed all testing; no anomalies were found.

Event description:
Information was received from a testing laboratory regarding a pump used for concentration and purity high-performance liquid chromatography (hplc) analysis. Concentration and purity hplc analysis was performed on day 0 naïve prialt pump samples as part of the 2015 naïve pump study in (B)(6) 2015. During the analysis, a lower than expected ziconotide area response was obtained for the pump and this resulted in an out-of-specification (oos) result being generated. This pump wasn¿t handled any differently from other pumps in the study and no deviations were observed. For information purposes only, authorization was given to continue with day 7 analysis of the pump. The results generated didn¿t confirm the original oos data generated and the results were comparable with the remaining pumps in the study. The pump required a pump flush of 1.5 mls and 0.5 mls for sample collection on day 7 and the correct amount was dispensed from the pump on day 7 based on the weight check performed. Equipment malfunction was identified as the likely root cause for the oos result for the pump at day 0; the pump didn¿t dispense enough sample solution during the initial day 0 pump flush. The exact cause of the malfunction could not be identified. The pump required a pump flush of 2.5 mls on day 0 to ensure that the previous solution in the pump had been removed fully. This may have contributed to the lower than expected area response and lower ziconotide concentration result being generated.